Event description:
During carotid endarterectomy procedure the shunt used to occlude the carotid artery was noted to be defective. There was a hole in the catheter and the shunt slipped out. No harm to pt.